Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient using the adaptivestim feature changed his position from upright to lying back, he was ¿surprised that the amplitude changed to 8.1 volts." The patient¿s physician had reportedly ¿set the amplitude of lying back as 1.8 volts." The physician later checked the implantable neurostimulator (ins) amplitude trends and ¿it showed the max voltage was 8.1 volts.¿ the patient reported not remembering having changed the amplitude. It was noted the issue ¿might be electromagnetic interference (emi) or just that the patient changed it, but he didn¿t remember.¿ the patient¿s physician had since set amplitude limits, so the sudden amplitude change would not occur. The cause was not determined as of four days after initial report and no action had been taken. The patient was ¿able to receive effective therapy¿ at that time. Additional information has been requested. A supplemental report will be filed if additional information is received.